Manufacturer narrative:
Section a2: mean age 64.17±14.69. Section a3: information unknown/not provided. Sections a4, a5: information unknown/not provided. Section b3: date of event: exact dates not provided. Article acceptance date is (B)(6) 2023. The study was conducted for surgeries performed between (B)(6) 2016 and (B)(6) 2018. Section d4: model number: complete model number is unknown, as the serial number was not provided. Section d4: catalog number: complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a - implant date: unknown/ not provided section d6b - explant date: n/a, lens remains implanted. Section h3 - other (81): the implant was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: g. S. Vural, y. Z. Guven, e. Karahan, m. O. Zengin; long term outcomes of yamane technique in various indications; european journal of ophthalmology 2023, vol. 33(6) 2210¿2216; doi: 10.1177/11206721231167198 journals.sagepub.com/home/ejo all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: long term outcomes of yamane technique in various indications* a retrospective study was done to describe the clinical and refractive outcomes of yamane transconjunctival sutureless intrascleral intraocular lens (sis iol) fixation technique in aphakic and dislocated intraocular lens (iols). A total of (B)(4) patients with aphakia, dislocated iol and lens luxation underwent sis iol fixation with yamane technique. The iol used in the study was a three-piece, polymethyl methacrylate (pmma) haptic designed, sharp edge hydrophobic acrylic iol sensar ar40e (amo). It was reported that 3 patients achieved poor visual acuity in the final visit. Patients with poor vision had at least one additional surgical procedure such as retinal detachment surgery, epiretinal membrane surgery, or intravitreal injection. The yamane sis iol technique used in the study is considered as off-label use as per initial medical assessment.